Event description:
Litigation papers allege: patient began suffering severe pain and evidence of implant loosening; patient also suffered from signs of heavy metal toxicity, including rashes; physicians examined him and advised that his implant has failed, causing it to come loose and form cysts; patient has been advised that due to the failure, the implant must be removed. Update: (B)(6) 2012, litigation papers were received. The patient has been recommended for an asr revision, but has not yet been revised. Specific details regarding the report are unknown. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012- amended litigation papers received. They provided new information that allowed us to find an invoice. We have added the cup and head with part/lot numbers. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.